Event description:
Additional information for this case was received. It was reported that a recent CT with contrast showed there was stenosis of native right external iliac artery just distal to the stent graft. The patient required an additional endovascular procedure treatment (angioplasty and stent placement). The investigator assessed this event to not be related to the study device and related to the procedure.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter aneurysm was reported with an infra-renal angle of 5 degrees. Proximal aorta was 19 mm in diameter and 10 mm in length. Right iliac artery was 13 mm in diameter and the left iliac artery was 13 mm in diameter. The right and left femoral arteries were 10 and 10 mm in diameter. There was no presence of circumferential thrombus or calcification. It was reported that three days post index procedure, the patient had a CT with contrast. The aneurysm was 5.7 cm in diameter and there was non-occlusive thrombus in the right limb. There was stenosis (partial thrombosis) located in the ipsilateral limb of the main body (right side). The patient was not treated. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). (Cause is unknown). Conclusion: other (cause is unknown).

Manufacturer narrative:
(B)(4).